Event description:
It was recently reported that the pt experienced a cerebrospinal fluid leakage during implant surgery. A lumbar puncture was performed to equalize the pressure and the pt was successfully implanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. The pt's device remains implanted. This is the final report.